Manufacturer narrative:
Based on the photos provided immediately following the incident, interviewing the physician complainant, and examination of the physical evidence, it appears that the lever was not pushed completely forward during the initial activation of the device. Therefore the lever was not locked in place. This would subsequently lead to a weakness in the plastic that holds the pressurized cylinder in the device housing. Once the user moves the lever during spray, the rear caps would be moved out of position and the cylinder would escape out the rear of the device due to the cylinder being under pressure. The cylinder was pierced during activation, but unfortunately the lever was not locked in place as required in the activation process steps in the IFU (instructions for use). When the end of the device was weakened the cylinder was able to dislodge from the back of the device. No injuries were sustained and the physician asked for a replacement device. Even though this is an isolated issue and user related based on the investigation, cryoconcepts issued the fsn in europe and an advisory notice (product/customer bulletin) in the us and canada to re-inforce the importance of performing the activation correctly to ensure the lever is locked into place. The advisory notice was issued to all distributors to disseminate to their customers. See scanned pages.

Event description:
The incident as described hereunder pertains to a medical device supplied and invoiced in (B)(4), with (B)(4), but has taken place in (B)(6) in the practice of a physician. The cryomega device is a disposable cryosurgical device that sprays liquid nitrogen oxide. The device is received by a healthcare professional with the cas cylinder unpierced; to use the unit the operator pushes a lever until a click is felt and heart to lock the lever. During the second usage of a new cryomega while the device was thought to have been activated correctly, the gas cartridge dislodged suddenly from the device breaking the blue protection cap. This pressurized cartridge flew, as a result, with very high speed against a wall leaving an indent demonstrative of the power of the impact. This incident occurred where the user did not fully press the activation lever into place. No harm was done to patient or user. Background: the cryomega device is activated by first moving the actuation lever forward which pierces the nitrous oxide cylinder. The next step requires the operator to "click" the lever down and lock it into place. The last step to actuate and spray gas requires the operator to depress the actuator button that moves the valve opening the path for gas to spray. Investigation: when the incident happened (B)(6), pictures of the device were sent to cryoconcepts and an initial investigation was performed. The device was returned on 04/14/2015; however the physician had put the device back together thereby compromising the ability to do an accurate investigation as plastics were further damaged by her manipulation of the device parts. Therefore, the major parts of the investigation is performed based on the pictures received immediately after the incident occurred.